Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed, and the device passed the displacement test. The caller stated that the insulin pump was not exposed to an MRI. Reviewed the alarm history and found the motor error alarm. During the call, the customer mentioned being in the hospital due to back surgery, and his blood glucose was over 300mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.